Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log. There is no documentation stated on a root cause or a resolution to resolve the error at this time. A good faith effort has been requested to try and gain more information. No foam particles were found during the evaluation. No repairs were performed. The device will be scrapped per the customer's request.